Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: applicator inner shaft 03.812.003, lot 7754484 was received with slight wear and tear and disassembled. Implant shows marks of compression inside holding area. Implant shows marks of external force impaction, maybe used for disassembling. Situation was reproduced with different instrument and implant with similar results. Excessive force was used to over-pivot the implant on the applicator by over 89°. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while performing a l4/5 posterior instrumented fusion using expedium and interbody cage; the applicator shaft would not release from the implant. It had to be dislodged from the outer shaft. While trying to remove it, the applicator pulled out of the implant. A new implant and applicator instrument were used to complete the procedure. There was a report of ten minute delay. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.